Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A medwatch form was received from the user facility, the information on this medwatch form 3500a was completed by wright medical technology with information received from the user facility. Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter.

Event description:
It was reported that the humeral spool was visually loose after several years of implantation. Micro-motion's in the patients prosthetic resulted in significant amounts of metallosis throughout the patients elbow components and surrounding tissue. The spool was removed and a new one was implanted.